Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to right ventricular (rv) lead high out of range pacing impedances above 2000 ohms. Lead testing with isometric maneuver was performed and noise was able to be reproduced, oversensing was noted during this testing. Likelihood of rv lead replacement in the future was noted. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this rv lead was surgically abandoned during a revision procedure. Another rv lead was implanted. The pacemaker remains in service. No additional adverse patient effects were reported.